Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/3.75mm flextome¿ cutting balloon¿ catheter was selected to treat an in-stent restenosis (isr). During the third inflation at 8atms for 30 seconds. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon body at 3mm proximal to the proximal end of the distal markerband for a distance of 3mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/3.75mm flextome¿ cutting balloon¿ catheter was selected to treat an in-stent restenosis (isr). During the third inflation at 8atms for 30 seconds. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient¿s status was good.